Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the MRI images confirmed the presence of a cyst around the anchors. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the risk management files found that this failure mode was documented appropriately. A review of the instructions for use found the following contraindications and potential adverse reactions related to the reported failure: where material sensitivity is suspected, appropriate tests should be conducted and sensitivity ruled out prior to implantation. Adverse reactions could include mild inflammatory reactions, foreign body reactions, infection, both deep and superficial, and allergic reaction a clinical investigation concluded that the images provided confirmed the reported events. Without the requested clinical information and the return of the device the clinical root cause of the reported events could not be determined. The device IFU does list foreign body reaction, allergic reaction, infection both deep & superficial, as possible adverse reactions to the device. The patient impact beyond the reported events cannot be concluded. No further medical assessment is possible at this time based on the information provided. Should additional information become available, the medical assessment can be re-evaluated at that time. The complaint was confirmed, and the root cause was associated with a known inherent risk. Factors that could have contributed to the reported event include an adverse reaction to the anchor material or material hypersensitivity. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a shoulder surgery with two "4.75mm healicoil regenesorb suture anchors (w/2 ub-bl cbrd bl)", the doctor mentioned this is the second patient having no pain, but showing bumps on the shoulder. The patient went for a look using medical images and "pools" were around the humeral head. The patient current status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.